Event description:
Patient was implanted with six ribloc u plus rib plates on (B)(6) 2015. Approximately three weeks post op, the patient developed a chest wall infection. Infection was treated with a variety of methods, including irrigation, debriment, antibiotic beads and IV antibiotics. On (B)(6) 2015, approximately three months post op, all of the plates were removed as the fractures had healed.

Manufacturer narrative:
Additional mdrs associated with this event: MDR 3005670412-2015-00002: ribloc u plus plate #1; MDR 3005670412-2015-00003: ribloc u plus plate #2; MDR 3005670412-2015-00005: ribloc u plus plate #4; MDR 3005670412-2015-00006: ribloc u plus plate #5; MDR 3005670412-2015-00007: ribloc u plus plate #6.